Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were a lack of characters on the light-emitting diode (led) display. However, the definitive root cause of the led display issue could not be determined. Additionally, the abnormal noise was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While testing the device, the abnormal noise was present about half-way through running the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was producing an abnormal sound during a laparoscopic gastrectomy procedure. According to the initial reporter, the sound continued for a while, but eventually subsided, and the procedure was completed with the subject device. There was no harm to the patient as a result of this event.